Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to product performance. No adverse patient effects were reported. Additional information obtained, the patient agreed to have a new system implanted due to a malfunctioning right ventricular (rv) lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD)w as explanted due to product performance. No adverse patient effects were reported.